Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that the md stated the bipolar forceps were firing before he touched the pedal and that he could hear it firing. The staff immediately removed and replaced the handpiece, pedal and machine. The md stated the patient had a burn on the right oral commissure and tongue.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found the concomitant e7507 return electrode to function normally and within specifications.